Manufacturer narrative:
Evaluation method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg as returned was non-functional. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of an ipg and percutaneous leads on (B)(6) 2009. It was reported that the patient had a scar revision surgery on (B)(6) 2009 after which the ipg would no longer communicate with any programmer on chargers. The patient's ipg was explanted and returned to the manufacturer for evaluation on (B)(6) 2010. Follow up on the patient found no further issues reported.